Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. No actions can be taken at this time since a root cause was not identified. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had at least 3 magic 3 go male coude intermittent catheter that were defective. Patient said there was either no hole at the end.